Event description:
It was reported that when the sphere catheter package was opened, a clear yellow tape-like substance was observed on the shaft of the catheter. The physician requested a replacement and did not use the catheter. The procedure was completed with no impact. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0230529285 was returned and analyzed. During external visual inspection, the catheter was found to have a piece of polyamide tape on the handle. The cirris tester was used to perform the shorts and mapping tests, and both had passing results. The catheter was functionally tested on test capital equipment. Testing found that the catheter was able to perform radiofrequency and pulse field ablations as well as generate a map. In conclusion, the reported "yellow tape on shaft" issue was observed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.